Event description:
The customer reported the system alarms when plugged into the wall outlet. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and re-strapped the isolation transformer to accommodate customer's power supply. System operates as intended. (B) (4).